Manufacturer narrative:
E1 - (B)(6). The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare. It was reported [that] the hot loop [snare head] stopped responding [retraction difficulty] when attempting to close it around the polyp. The metallic part broke down at the handle. User tried to remove it from the endoscope and the patient, but it would not fit back into sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: e1 - initial reporter establishment name: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The snare was returned with the snare fully advanced out of the sheath and a portion of the drive wire also sticking out of the sheath. During a function test the handle was manipulated however no movement from the snare was observed; the handle cannula would advance but the drive wire did not move. The device was examined under magnification, and it appears that the drive wire was not sufficiently crimped to the handle cannula. The device was returned to the supplier for further evaluation and the following was provided, "through visual evaluation it was identified that the drive cable of the device was not present within the pushrod ID. The pushrod was present within the handle stem channel. The drive cable was pushed up into the tubing. The hot pin was inspected and determined to be sufficiently crimped. All other components were present in their expected locations. Functional evaluation of the device was not possible in its current state. Because the drive cable is disconnected from the pushrod, the device cannot be properly actuated. Based on the visual and functional evaluation of the device the reported complaint can be confirmed. The hot pin was properly crimped to the pushrod, however, the drive cable was not properly pushed to the end of the pushrod. Because of this, the drive cable fell short of the crimped section on the pushrod. As the user attempted to pull the drive cable in while wrapped around the polyp the tension caused from the polyp allowed the drive cable to disengage with the minimal amount of crimp that might have been present. In manufacturing, instructions are present which ask that the operator to push the drive cable fully into the pushrod until it makes contact with the distal end of the die. After crimping, the operator is asked to 'verify cable is visible at proximal end of cannula 100%. If cable is not visible in cannula, this will be considered nonconforming. Process cannot be reworked. Discard assembly.'" The device history record for was reviewed. And was manufactured march 2025. There were relevant defects noted in the manufacturing/fqc checklists for pushrod, visual defects = 8. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The supplier provided the following, "the device history record was reviewed and any relevant defect has been documented. The visual evaluation of the device confirmed the customers complaint. A functional evaluation was not performed due to the condition of the returned device. Further evaluation found the drive wire had not been properly pushed to the end of the pushrod. Root cause was determined to be human error. Awareness training on this RMA and related procedure will be performed." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.